Event description:
Boston scientific received information that during a device replacement procedure, pacing inhibition resulting in asystole lasting ten to fifteen seconds. Prior to the procedure, this device was programmed to ddd 70 with non-boston scientific atrial and right ventricular leads programmed to bipolar pacing setting. The atrial lead was disconnected from the previous device and connected to the pacing system analyzer (psa) programmed in aai 80bpm pacing mode. Then the right ventricular lead was disconnected and connected to this device. Upon disconnecting the atrial lead from the psa, the asystole was noted. The atrial lead was reconnected to the psa restoring rhythm. The rv lead was disconnected from the header and reseated into the device header. The atrial lead was also reinserted into the device header. Normal pacing resumed. It was thought the right ventricular lead had not been fully inserted into the device header appropriately and caused the asystole. The asystole did not result in a loss of consciousness. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. No further issues were reported past the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.